Manufacturer narrative:
(B)(4). The complaint sample was returned. The manufacturing site reported: "an actual sample was returned for investigation. Bronchial tube was inflated using endotest for both clear and blue cuff. The bronchial blue cuff passed as it was able to maintain its pressure at 25 mbar. The tracheal clear cuff did not pass as it was not able to maintain its pressure at 25 mbar. The clear cuff was observed under magnifying camera to observe the leak. Cut marks on the cuff were observed. Based on the investigation, the defect mode on cuff leakage was confirm but not verified as manufacturing related issue. There was cut mark observed on the actual sample. In addition, visual inspection, 100% water leak test, inflation and deflation test were perform in manufacturing and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: (B)(6) 2023, the doctor found that the cuff was leaking when doing clinical set up before using on patient. Device changed to a new one, no impact on patient.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: 4 nov 2023, the doctor found that the cuff was leaking when doing clinical set up before using on patient. Device changed to a new one, no impact on patient.

Event description:
It was reported that on (B)(6) 2023, the doctor found that the cuff was leaking when doing clinical set up before using on patient. Device changed to a new one, no impact on patient.

Manufacturer narrative:
(B)(4).